Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 9 units and the pump should be displaying 15 units. Reportedly, the customer filled the cartridge with 185 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the existing cartridge for insulin therapy.